Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during implant of this pacemaker with a right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms was observed. Testing of the lead on a pacing system analyzer (psa) noted measurements that were within normal limits, however, upon connection of the lead to the device header, out of range measurements were again observed. The physician suspected a connection issue related to the device. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that analysis of this device was completed.